Event description:
Caller reported experiencing a cartridge alarm. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The customer will continue using the current pump to ensure insulin delivery is uninterrupted. Technical support advised the customer about receiving a replacement pump with updated software and provided instructions on steps to follow upon receipt, including returning the problematic pump via ups within 10 days.